Manufacturer narrative:
The patient¿s age was reported to be in the (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as a possible touch contamination. The same day as event onset, the patient was hospitalized for the peritonitis event. The patient was treated with an unspecified antibiotic for the event. Treatment was ongoing at the time of this report. Dianeal and extraneal therapies were ongoing. The patient was recovered from this peritonitis event. The patient was scheduled to be discharged from the hospital 16 days after the event onset. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.